Manufacturer narrative:
(B)(4). Additional narrative: the sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. Baxter (B)(4) has attempted to contact the customer for additional information pertaining to the event and device specific information; however, additional information has not yet been received from the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing no fluid in the bladder. Fluid was noted in the sealed bag, though, that enclosed the unit which suggested a leak has occurred. A leak test was subsequently performed on the unit by refilling the bladder with green water. No leak was observed immediately after fill; however, after 3 hours of monitoring, a leak was detected at the connection of the blue winged luer cap. No other source of leak was found on the unit. This is a single use device and will not be repaired. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that one infusor device was leaking. The device was sent back to baxter with a note on it stating "leaking infusor". There was no report of patient involvement. No additional information was provided nor is available at this time.